Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported an alarm was heard and confirmed by telemetry. The alarm was critical. It was reported the alarm was for end of service (eos) occurring. The stopped pump may exceed tube set (48 hours). It was reported the hcp was not expecting the eos, however, the pump reached eos as expected based on longevity. It was stated the hcp was looking to replace the pump as soon as possible. No symptoms were reported. The rep stated they spoke to the hcp who said the patient came in on (B)(6) 2017 and there was a reading on the pump that the hcp was no familiar with. No further information was provided. No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient's pump was replaced on (B)(6) 2017 without incident and the patient was doing fine. The patient's pump was filled with 20ml of 500mcg/ml of baclofen and he was started on 24mcg/day. No further complications were anticipated/reported.